Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the 2 devices are on critical override, the nurses cannot dispense the medications to the patient causing a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had 2 devices on profile. The technical support specialist mentioned that the facility must train their staff on how to use the stations. The system functioned as intended after the technical support specialist troubleshooted the device.